Manufacturer narrative:
Related MFR # 2916596-2023-02095 and #2916596-2024-02005 the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted on (B)(6) 2024 due to gastrointestinal (gi) bleeding, melena, and anemia in the setting of supratherapeutic international normalized ratio (inr). The inr goal was lowered to 1.8-2.2, no other diagnostic testing was performed, arteriovenous malformations were assumed to be the cause. The patient was treated with proton pump inhibitors (ppi) twice a day and octreotide in addition to decreasing the speed of the ventricular assist device (vad) to 4900 revolutions per minute (rpm). The bleeding resolved with octreotide treatment prior to discharge. The patient was discharged home on (B)(6) 2024 on continued octreotide and was noted to be doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.